Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked. This occurred during patient use. It was stated that there was a leak that occurred between the one link and the primary set during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.